Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge decreased despite being plugged into a functional power source and displaying the charging icon, which led to a pump shutdown. The issue persisted across multiple usb cables, wall adapters, and power sources. The customer's blood glucose (bg) was 273 mg/dl. Reportedly, the battery gauge began to increase normally and the customer continued to use the pump for insulin therapy.